Event description:
The customer alleged questionable results on one patient for the (B)(6) confirmatory test when testing was performed on the modular analytics e module. The sample was initially tested using the roche (B)(6) application on an e module with serial number 1736-02 with a coi of 1.84; results greater than or equal to a coi of 1.0 are considered reactive. Per the (B)(6) package insert, the customer then retested the sample for (B)(6), in duplicate, on this e module, obtaining cois of 1.76 and 1.52. Both of these results are considered reactive. Per the (B)(6) package insert, the customer then performed the roche (B)(6) confirmatory test on this e module, which was reactive (the customer did not provide data). This reactive result was reported outside the laboratory. The patient's physician did not believe the reactive result because the patient had a history of being nonreactive for (B)(6). The laboratory repeated testing on the sample, and on an additional sample that was thought to be from the patient. Both samples were nonreactive. Details of testing were not provided. The customer stated the laboratory had a record of only receiving one sample on the patient, yet two samples were found. At that point the customer declined to provide any further information pertaining to the event. The patient was not adversely affected by the event. The (B)(6) confirmatory test reagent lot number was 15861701. The customer declined to have a field service representative visit the site to investigate the issue.